Event description:
Facility complaint received that the latches at either end of the sling bar break off very easily. No injury alleged.

Manufacturer narrative:
Per info provided by local distributor - the nurse was lifting a pt with the sling bar missing the safety clips. She did not let biomed at the facility know of this issue before the transfer. The pt was not injured but wanted to advise MFR of this problem. Nurse understands she did not follow proper lifting procedures. Facility staff further claimed that the safety clips on the sling bar are easy to fall out. Facility biomed has replaced safety clips on all sling bars to prevent future potential issues. Local distributor performed in-service for staff at the facility to ensure proper transfer techniques are used. Safety instructions clearly state: before lifting always make certain that (among other points): lifting accessories are not damaged.